Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be torn near the down arrow keypad button. The up arrow, down arrow and contrast keypad buttons had intermittent response and required excessive force to evoke a response. The keypad was removed for investigation and revealed visible contamination under the contacts of all the buttons as well as a misaligned up arrow key contact. There was no visible moisture in the display lens; however, a leak test was performed and the display lens exhibited a leak.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.